Event description:
It was reported that during the implant procedure, the lead tip was bent while trying to tunnel up to the pocket. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.